Event description:
Pt has long standing history of paraplegia. Admitted to facility with diagnosis of stage IV decubitis and suspected (B)(6) sepsis and ischial osteomyelitis. Treated with antibiotics. PICC line placed on (B)(6) 2012, for long term antibiotics. Hospital policy was followed for insertion of PICC line. Chest x-ray indicated PICC needed to be repositioned which was done. Second x-ray confirmed proper placement. Transferred to nursing home on (B)(6) 2012. Readmitted (B)(6) 2012, with change in mental status. Pneumocephaly noted on CT of the head. Cause unknown. Pt deteriorated and was intubated. Transferred to secondary facility on (B)(6) 2012. CT angiogram of the head identified that the PICC line was in the arterial system in the vertebral artery. Pt decided to make comfort care. Pt expired on (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of revj0181 showed no other similar product complaint(s) from this lot number. Additional info from the user facility report: (B)(4) 2012, brand name: per q catheter, common device name: PICC line, (B)(6).